Manufacturer narrative:
Other, other text: device evaluation: one cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination. No discrepancies were detected related to manufacturing process. The cassette was connected to the cadd solis vip. The pump kept running and no alarm was activated. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: the cassette bonding, the cassette bag loading, the cassette turntable, uv adhesive application and curing, the accuracy test procedure, and the deltec cassette (international and enteral). Production performs a 100 percent in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of three parts at shift start-up, beginning of every job; at least every five hours. Quality takes a sample of fifteen units at an interval of two hours plus or minus 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed.

Event description:
Information was received indicating that an alarm that there was no disposable was displayed when using the cadd cassette reservoirs - flow stop. There were no adverse events reported.